Event description:
The surgeon implanted a 3-piece silicone lens model aq2010v and the haptic tore during implantation. The lens was implanted and removed without pt injury. The model and lot numbers of the cartridge and the injector used during surgery were not specified by the facility.